Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was admitted to the hospital with a blood glucose of 600 mg/dl. The customer was placed on an IV drip; he was also being treated with insulin. The wife was saving her husband's used infusion sets in order to return them. No products were returned or replaced as of yet.